Event description:
It was reported that during a carotid stenting procedure, filterwire removal difficulties were encountered. The filterwire was successfully deployed in the external carotid artery. After placement of a nexstent, the physician attempted to remove the filter wire but was unable to advance the retrieval sheath up to the filter. Since the physician was unable to capture the filter, it was removed open. Looking at the device outside of the pt, the distal marker bands of the delivery sheath had come off onto the wire and prevented the retrieval sheath from advancing. No parts of the device embolized inside of the pt. There were no reported pt complications. Pt status is reported as "ok."